Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was removed and no patient complications nor injuries were reported.